Event description:
The customer reported that the device power cycled several times during a call.

Manufacturer narrative:
(B)(4): the customer reported that the device power cycled several times during a call. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the problem. The software was upgraded to (B)(4) to resolve the problem. After passing all performance assurance testing the device was returned to the customer. This was a malfunction of the (B)(4) software that caused power cycling.